Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review could not be performed because the device associated with this event was not returned nor was it properly identified. -complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation was determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient had dislocation. Additional information received from legal: plaintiff alleges the left rejuvenate hip implanted on (B)(6) of unknown year failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2014. Suit filed in (B)(6). Additional information received from (B)(6): it was reported that the patient had dislocation.

Event description:
It was reported that the patient had dislocation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.